Event description:
A surgeon reports performing a lens exchange due to a dislocated intraocular lens. Additional info has been requested.

Manufacturer narrative:
H.3.,6: the complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. The mfrs internal reference number is : id061883. This report was mailed to the FDA on: 06/09/2006.